Event description:
It was reported that during patient use, the autopulse platform displayed a user advisory (ua) 20 (position out of range) message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/18/2015 for investigation. Investigation results as follows: visual inspection was performed and no external damages were observed. During power up, the platform displayed a user advisory (ua) 20 (position out of range), thus confirming the reported complaint. Further inspection determined the cause of the ua 20 to be a defective integrated encoder gearbox and shaft lock pin. After replacement of these parts, functional testing was performed and no further user advisories or warnings were observed. A review of the platform's archive data was performed and found no user advisory codes on the reported event date of (B)(6) 2015. However, multiple ua 20 codes were observed on other dates. Based on the investigation, the parts identified for replacement were the integrated encoder gear box and the shaft lock pin. In summary, the reported complaint was confirmed upon functional testing as well as during platform archive review and attributed to a defective integrated encoder gearbox and shaft lock pin. Following service, including replacement of these parts, the device passed all test criteria.